Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus required calibration, it would not stay calibrated and it was therefore replaced and the bezel-shield assembly was calibrated. It was further noted that the power cord bay door was broken and it was replaced. The device then passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen needed recalibration. It was further reported that a recalibration was attempted as well as changing out the stylus but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.